Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "low vacuum during phaco" (aspiration issue). A nurse reported receiving low vacuum during phacoemulsification. A new cassette was used but the problem persisted. The system was switched out and the case was completed. The nurse reported she moved the system into another room, and a different surgeon used the system the next day with no issues. There was no patient harm reported. No samples were saved.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The system was then tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as neccessary. (B)(4).